Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, following possible exposure to perspiration. Her blood glucose level was 157 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm during testing noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.